Event description:
It was reported that during initial implant, the right ventricular was repositioned numerous times, but there was no sensing and no capture. The lead was not implanted and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The inner insulation was pulled apart (overstress) and was kinked/buckled. The inner tubing was kinked/buckled and was pulled apart (overstress). There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted the lead was damaged at implant. The lead was returned stretched and the inner insulation buckled and pulled apart overstress. Therefore helix length cannot be tested.